Event description:
While starting intravenous on this patient the needle of the intravenous catheter would not retract. Sharp was safely discarded in biohazard sharps container after intravenous access was established. Bd insyte autoguard winged lot # 3228136.